Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred during basal deliveries. The customer experienced a blood glucose (bg) level over 600mg/dl and large ketones. Manual injections were administered to address the bg level. Reportedly, the customer reverted to alternate therapy for insulin therapy.